Manufacturer narrative:
Manufacturing site evaluation we received a complaint about one nx051z. The tibial implant component arrived with loosened bone cement. Investigation the components have been examined visually and microscopically. The available tibial component show no abnormalities or serious visble damages. In the delivered condition there were no bone cement residues adhesive on the tibial component. The delivered bone cement has been lossend from the tibial component. It is possible to replace the lossend bone cement elements on the tibial component in the origin position. Especially on one side the bone cement shows irregularities like wrinkling. This could be an indication the the processing time of the bone cement was not kept exceeded. Under these circumstances an optimal bond between bone, bone cement and implant cannot develop. The available x-ray figures show a loosening of the tibial component.

Manufacturer narrative:
(B)(4). Investigation on-going. Additional results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the as vega ps tibial plateau. The initial implantation was on (B)(6) 2017 2 years and 2 month after initial surgery there was a failure of palacos bone cement bonding with as coating of tibial implants. The revision was on (B)(6) 2019. Additional information was not provided. Involved components: nx110 - vega ps gliding surface t1/1+ 10mm - lot: 52289911; nn261z - as tibial obturator d12mm - lot: unknown.